Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e3, g1, g3, g6, h2, h11. Corrected fields: h6 (component codes, investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Additional contact number: (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse determined that the helium pipeline joint and the cv1 valve inside the unit were leaking slowly. The pressurization valve on the trolley end was leaking. The fse replaced the high pressure helium regulator, the 300 psi check valve , and the .020 ID helium tubing assembly. All parameter indicators met factory requirements. The fault has been repaired and the unit could then be used clinically. The failure analysis and testing department received the following parts associated with this complaint: tubing assy, regulator, high pressure, valve, 300 psi these parts were received with a reported unit failure message of helium leak. The failure analysis and testing dept. Performed a visual inspection, and found, surface where transducer attach on regulator, high pressure was damaged and valve, 300 psi was broken by trade side. Please see attached pictures. The tubing assy. Looks in good condition. The fat dept. Was not able to install the regulator, high pressure. The fat dept. Suspects the failure message of helium leak due damaged surface of regulator, high pressure. Installed tubing assy. Into the cardiosave test fixture and tested to the cardiosave service manual. The fat dept. Did not observe helium leak during test. The fat dept. Could not verify the failure message of helium leak for tubing assy. Tubing assy. Passed testing. Retaining all these parts in the fat dept. Root cause grid: not confirmed (noc), impossible to define (itd) root cause 1 (defective/supplier): contaminants may not be fully removed during the supplier cleaning process of the cardiosave high pressure regulator. The most probable root cause for the 300 psi check valve is excessive stress or fatigue.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h11 corrected fields: h6 (component code).